Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted received customer current software (B)(4), no needed upgrade (B)(4) as found (B)(4) sw, as left version (B)(4). Replaced bezel and rear case (corroded). Replaced front case and door latch (damaged). Replaced right iui (corroded). Tested ok. A review of the device history record for (B)(4) was performed from date of manufacture 12/12/2009 to present date 11/10/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer requested software flash to version (B)(4) no patient involvement is noted.